Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. No specific action was taken by the customer to address high blood glucose levels, and no further assistance was required as the customer was not incapacitated. Technical support provided pump reset instructions. After resetting, the malfunction did not recur, and the customer was instructed to call back if further issues arose. The customer acknowledged and understood the instructions, allowing continued use of the pump.